Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this device presented to the hospital following a syncopal episode. Upon interrogation, it was found the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A revision procedure was performed wherein this device was explanted and replaced. The physician noted they did not suspect the device to be a contributing factor in the patient's syncopal episode. Information was later received indicating the patient reported hearing tones from their device for some time but took no action in response.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.